Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a hypoglycemic event occurred. Date of issue is an approximation. The patient stated they had a hypoglycemic event while the cgm was displaying a sensor error. They indicated that their blood sugar was at 17 mg/dl. Per documentation, the patient did not provide event or treatment details. At the time of contact, the patient was doing good. No product or data was provided for investigation. Confirmation of the problem and root cause could not be determined. No additional patient or event information is available.